Event description:
Pt based treatment on ibgstar blood glucose result. Injected insulin. Pt became hypoglycemic. She felt hypoglycemia symptoms but her ibgstar indicated 1.10 g/l whereas her other device indicated 0.53 g/l.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided.